Event description:
(B)(4) - the dealer reported that the end user was outside with his fdx-mcg custom power wheelchair when he tried to log off the joystick and it froze in drive mode, and it was allegedly very warm to the touch. Upon dealer's inspection it was found that the case melted from the inside out. There was no injury reported.

Manufacturer narrative:
(B)(4) - the dealer reported that the end user was outside with his fdx-mcg custom power wheelchair when he tried to logoff the joystick and it froze in drive mode, and it was allegedly very warm to the touch. Upon dealer's inspection it was found that the case melted from the inside out. Additionally, it was reported, that the end user was stranded outside for about an hour. Should we receive additional information, this file will be revised, and pertinent supplemental report will be submitted. There was no injury reported.